Event description:
A peritoneal dialysis patient's son reported that the patient was draining slowly and in the hospital. A follow up call was made to the patient's peritoneal dialysis nurse who reported the patient was admitted to the hospital on (B)(6) 2015 for fluid overload. The patient was on vacation at the time and the nurse did not know how he was treated. The patient was discharged three to five days later. The patient was seen in the clinic on (B)(6) 2015, and was doing well.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. The cycler passed all system testing and simulated treatments. A visual inspection of the returned cycler exterior showed no sign of any physical damage. The simulated treatment was performed and completed without any failures or problems. The valve actuation test, system air leak test and the patient sensor calibration check passed. The load cell value and verification were within tolerance. During inspection it was noted that the pneumatic lines and hydrophobic filters discoloration, identified also as fluid intrusion. There was also visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.